Event description:
It was reported that the user performed an incorrect supply change sequence by removing the empty cartridge before initiating the rewind, after which the agent provided troubleshooting and education to rewind first and then remove the cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed use error related to supply change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.